Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Patient and device codes are unable to be selected at this time. Esubmitter support has been notified.

Event description:
The user facility reported that the valve completely detached from sheath's hub during procedure.

Manufacturer narrative:
The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. [(B)(4)].

Event description:
Additional information was received on october 6, 2017. Noted back-bleeding from one-way valve on sheath. The sheath was removed over the guidewire to reinsert a new sheath. At that time a small plastic piece from the valve was noted to be missing and was then found on the drape. All parts recovered and there was no patient harm. The original intended procedure was a comprehensive eps with la pacings and recordings esi transseptal access.